Manufacturer narrative:
The account indicated the use of a qualified associated cartridge. The viscoelastic indicated is not qualified the lens/cartridge combination used. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal lens was replaced with an, non-company, monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted in a secondary procedure due to prior photorefractive keratectomy. Additional information has been requested and received stating there was a decrease in the visual acuity. There was no harm to the patient and the issue has been resolved. The surgeon prognosis was good.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).